Event description:
As reported on the medwatch report: t-connector on the IV tube found cracked, gct was low and baby was transfused the next day. Add'l info received from the facility indicated as far as they know the baby suffered no add'l adverse sequela associated with this event. A sample is not available. A lot number and an item number remain unk. No further info was available.

Manufacturer narrative:
The actual device in the incident was not returned to the MFR to be evaluated, and a lot number and item number were not provided. Without the actual sample or a lot or item number, a thorough evaluation could not be performed. No specific conclusions can be drawn.